Event description:
It was reported that the patient was experiencing some pocket site discomfort. It was also noted that the ipg was failing. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital protocol.

Event description:
It was reported that the patient was experiencing some pocket site discomfort. It was also noted that the ipg was failing. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital protocol.